Manufacturer narrative:
The catheter was returned for analysis. Analysis of the catheter found no significant anomaly. The conclusion code was updated.

Event description:
The consumer reported that the catheter was clogged and when the physician attempted to do a dye study they were unable to push dye through. Later, when the surgeon went in to check the catheter they found that the catheter was plugged and needed to be replaced.

Manufacturer narrative:
(B)(4). No longer applies to this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 4.0 mg/ml dilaudid at a dose of 3.3968 mg/day via an implantable pump for non-malignant pain. Information omitted pertaining to manufacturer report 3004209178-2016-15320. It was reported that the patient continued to have issues and a (B)(6) study was performed on (B)(6) 2016, but the hcp could not aspirate the catheter. The patient had ¿major clotting issues¿ and the hcp was trying to determine if the issues were related to that or the catheter problems. More information was received from a consumer on 2016-nov-02. The patient reported a catheter event. The patient was upset and wanted hcp listings. Patient stated he had not had symptom control. The hcp wanted to take out the dilaudid and put in fentanyl. The hcp wanted to make sure the catheter and pump were working as they should. The patient went to the hcp and they could not pull fluid out to put in the dye for the (B)(6) study test and the patient was sent home. On 2016-nov-09, additional information was received from the hcp. The patient complained of increased pain. The cause of the inability to aspirate was not yet determined. They were unsure of actions/interventions taken to resolve the issue. The date of onset for the event was (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-dec-05 reported catheter was explanted on (B)(6) 2016 due to the failed dye 3 weeks ago, unable to aspirate the catheter, and the patient's increased pain. It was unknown if the issue was resolved and patient's status was alive-no injury. Patient was receiving dilaudid (hydromorphone) 4mg/cc for a total dose of 0.19mg. Date event occurred was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.